Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis and the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization of a carotid cavernous fistula, the embolization coil unexpectedly detached in the jugular vein. The coil was pushed into the superior ophthalmic vein. A surgical procedure was performed a few days later to complete the coil embolization of the fistula. The patient's current condition is reported to be "well off."